Event description:
Customer reported the collimator shutters are closing down. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the collimator. System operates as intended.